Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected screen switching was noted. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was giving her trouble with moving from one screen to the next. Customer did not recall any significant events leading up to this issue. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.